Manufacturer narrative:
The customer has been provided with a replacement lid and battery. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was missing the magnetic pin in the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
The initial medwatch report (0003015876-2022-00584) was submitted in error and is a duplicate of medwatch #0003015876-2022-00950.

Event description:
The customer contacted stryker to report that their device was missing the magnetic pin in the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.